Event description:
Abbott has received an updated (u.s.) FDA 510(k) clearance for the I-stat cg8+ cartridge. The I-stat cg8+ cartridge with the I-stat 1 system is intended for use in the in vitro quantification of sodium, potassium, ionized calcium, glucose, hematocrit, ph, partial pressure of oxygen (po2), and partial pressure of carbon dioxide (pco2). In addition, the I-stat cg8+ cartridge provides calculated values for hemoglobin (hb), tco2, hco3, base excess (be) and saturated oxygen (so2). The I-stat eg7+ cartridge with the I-stat 1 system is intended for use in the in vitro quantification of sodium, potassium, ionized calcium, hematocrit, ph, partial pressure of oxygen (po2), and partial pressure of carbon dioxide (pco2). In addition, the I-stat eg7+ cartridge provides calculated values for hemoglobin (hb), tco2, hco3, base excess (be) and saturated oxygen (so2). The I-stat eg6+ cartridge with the I-stat 1 system is intended for use in the in vitro quantification of sodium, potassium, hematocrit, ph, partial pressure of oxygen (po2), and partial pressure of carbon dioxide (pco2). In addition, the I-stat eg6+ cartridge provides calculated values for hemoglobin (hb), tco2, hco3, base excess (be) and saturated oxygen (so2). Abbott has received an updated u.s. FDA 510(k) clearance for the I-stat cg8+ cartridge for use with arterial and venous whole blood samples for potassium and ionized calcium and for arterial, venous, and capillary whole blood samples for sodium, glucose, hematocrit, ph, pco2 and po2. This updated 510(k) clearance applies to all I-stat cg8+ cartridges that you may already have on hand. Currently, the I-stat cg8+ cartridges (03p88-25) are not FDA cleared for the measurement of potassium and ionized calcium in capillary whole blood samples. Abbott has submitted this communication regarding the product updates to the u.s. Food and drug administration. Abbott has not received reports of patient harm associated with the use of the I-stat cg8+, eg7+ or eg6+ cartridges. Abbott does not currently have the necessary data to demonstrate performance with capillary whole blood for the potassium and ionized calcium tests. Due to the risks posed by inaccurate potassium and ionized calcium results, capillary whole blood samples are not suitable for testing potassium and ionized calcium.

Manufacturer narrative:
Recall submission to FDA: (B)(4).